Event description:
Pt on ventilator. Staff attempted to increase peak inspiratory pressure. The machine was set at 14 but, the actual pressure was 6-8. The pressure could not be increased. No alarms sounded. The pt was disconnected from the ventilator and manually bagged for ten mins while a new ventilator was being obtained. The settings were simv20 14/4.5 30%.